Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the slightly calcified mid to distal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon. As the 2.75x28mm promus premier stent was advanced the physician encountered some resistance. The device was removed following a few unsuccessful attempts to cross the lesion. The physician suspected that the stent had deformed and the procedure was completed with another promus premier stent. No patient complications were reported and the patient status is stable.